Event description:
Customer called to report bad sensor issues on the insulin pump. Customer stated that she was sent to the emergency room because she was throwing up and had high blood glucose levels. Customer's blood glucose reading was 350 mg/dl. Customer reported that during the night she had a low blood glucose reading of 50 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.